Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support, and no additional information was received regarding further actions or resolution.